Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that after patient had a few falls, patient experienced autoreducing due to high impedances on both leads. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.